Event description:
Corrections and updates to d4, h7 and h9 fields

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction. H6: adverse event problem - correction.

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was confirmed. The root cause was determined to be the app exceeding the limitation of the number of tasks allowed to run in the background. No injury or medical intervention was reported.

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was confirmed. The probable cause could not be determined. Product was provided for investigation; however, investigation of provided product cannot confirm or disconfirm the allegation or determine a probable cause. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.